Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4) the dentist reported that 2 years and 5 months after the dental implant was installed in intraoral region #12 it was verified its non-osseointegration. Sixty ncm of primary stability was achieved and immediate load was performed.